Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose of 40 mg/dl. Customer stated that low blood glucose was treated with food. No symptoms related to low blood glucose was mentioned. Customer also reported that he possibly over treated for his high blood glucose of 391 mg/dl. Customer declined troubleshooting for low blood glucose event. No insulin pump is expected to return for analysis.